Event description:
Subject: 200-041. Infinity¿ with adaptis¿ total ankle replacement follow-up (itar2). (B)(6) 2024: patient reported persistent pain and swelling. No further informat. (B)(6) 2024: patient reported pain was worsening. Ae upgraded to sae and patient had the following procedures performed: tarsal tunnel release; right tenosynovectomy flexor hallucis longus right; excision medial talus and calcaneus osteophyte right; bone graft medial malleolar cyst and debridement, medial ankle joint. (B)(6) 2024: patient improving post-op but still experiencing ongoing persistent pain in subtalar joint. Steroid injection administered. (B)(6) 2025: most recent update states patient reports no change and still having pain in ankle joint area. Another steroid injection was administered.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Subject: (B)(4). Infinity¿ with adaptis¿ total ankle replacement follow-up (itar2). (B)(6) 2024: patient reported persistent pain and swelling. No further informat (B)(6) 2024: patient reported pain was worsening. Ae upgraded to sae and patient had the following procedures performed: tarsal tunnel release; right tenosynovectomy flexor hallucis longus right; excision medial talus and calcaneus osteophyte right; bone graft medial malleolar cyst and debridement, medial ankle joint. (See attached operative notes) (B)(6) 2024: patient improving post-op but still experiencing ongoing persistent pain in subtalar joint. Steroid injection administered. (B)(6) 2025: most recent update states patient reports no change and still having pain in ankle joint area. Another steroid injection was administered.